Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental findings: review of the submitted log file found that the pump speed was slightly below the low-speed limit at the time of the no external power event; however, a specific cause for this finding could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. A review of the submitted log file confirmed a no external power event with alarms as well as a backup battery fault alarm that resolved on its own. The controller backup battery powered the system until external power was restored via 14-volt batteries. There were no other notable alarms related to the pump. The fixed speed was set to 9400 revolutions per minute (rpm) and the low-speed limit (lsl) was set to 9000 rpm. It was noted that during the no external power event and immediately upon its resolution, pump speed was captured as low as 8700 rpm. A specific cause for the low-speed events could not be conclusively determined through this evaluation. The pump otherwise operated above the lsl without issue. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including neurologic dysfunction. Section 1 also addresses all pump parameters, including pump speed. Section 4 ¿system monitor¿ under the subsection titled ¿pump speed¿ explains that the displayed pump speed value matches the actual speed within ±100 rpm under nominal conditions. This section notes that in power saver mode, the system controller slows pump speed to save power. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 7 explains that if external power is not restored, the system enters power saver mode. The pump gradually slows to the low-speed limit to save power in an effort to prevent the pump from stopping. When adequate power is supplied, the pump reverts to the previous speed, the fixed speed, and the red battery alarm clears. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook, rev. C, and rev. G, are also currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 4 ¿living with the heartmate ii¿ contains a section on ¿sleeping¿ and instructs to connect to the mobile power unit before going to sleep or any time you might fall asleep. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient slid out of their chair and fell, and their batteries died. The patient was admitted to the hospital for confusion and weakness. It was noted that the device did not cause or contribute to patient's fall. The patient was unable to report when they were able to reconnect to batteries. It was also noted that patient experienced a no external power alarm around 2am, followed by a power cable disconnect alarm and a replace backup battery alarm about 30 minutes later. Log files were submitted for review. The log captured a few low power alarms on (B)(6)2024 that were due to normal battery depletion. These were succeeded by an isolated backup battery fault alarm that resolved on its own. There were no other unusual events recorded in the log file event history.